Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported blood glucose was in 300mg/dl range. The customer changed reservoir this morning. The blood glucose was 475mg/dl. The customer blood glucose was 400mg/dl. Patient's current blood glucose was unknown and sensor glucose was 299mg/dl. The customer treated it with bolus. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.